Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture with intracapsular silicone diffusion, silicone perspiration waves, folds, rotation, change of device¿s color, capsular contracture baker grade I, breast cancer-ndr. Device has been explanted.